Event description:
It was reported that the gastrointestinal videoscope had blurry image. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as electrical problems like: electrical/electronic component problem; open circuit; power source problem; signal loss. Electromagnetic compatability problems like: leakage/seal; stress; deformation; mechanical shock; wear and tear. Optical problems like: optical transmission problem; light source problem. Thermal problems like overheating. These causes can occur between components such as electrical cable; circuit board; plug; screen; display; electrical lead/wire; connector/coupler; lenses; tip; tube; chassis/frame; electrode; integrated circuit chip; discrete electrical component; optical fiber; imager; software interface; probe; lightsource; adhesive; connector pin; and power supply without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.